Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that the valved trocars leak and do not work as intended during procedures. The procedures were completed with the use of the faulty cannulas. There was no consequences or impact to involved patients. Additional information and product samples have been requested.

Manufacturer narrative:
A device history record review for each of the trocar component lots was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record reviews did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No further anomalies were identified. No additional investigation is required based on device history record. A complaint history examination indicates this is the fourteenth complaint received against the components of the reported lot for the reported issue. Two opened 25 gauge trocar assemblies were received for evaluation. The returned samples were visually inspected per facility procedure. Sample 1 was found conforming and sample 2 was nonconforming with a cut in the septum. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).